Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0168681. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: DHR review: the complaint gauge is 24g, assembly at auto line 2 in sep 2020, packaging at r240 packing machine in sep 2020, lot quantity is (B)(4). Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the production record and machine troubleshooting records for this lot product,no abnormality, deviation or rework activities. Complaint information description: the infusion was stopped immediately after the patient was found leakage at the catheter tube, it indicates that there was no abnormality when the indwelling needle exhausted. No actual sample and picture returned, the exact location and status of catheter leakage cannot be confirmed, further analysis could not be done. Check incoming inspection records of catheter and extension tube, no abnormality was observed. (The catheter for production of this batch is panel material, material number: b5171aaal, batch number: 9248032/9311274.) Leakage test the 2 retained samples, all passed. No same complaint was received from the complaint lot. No abnormality found on process. As no defective sample returned, further analysis could not be done, the root cause of the catheter leakage cannot be confirmed. The plant will continue to monitor the defect.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: at 8:20 a.m. , on (B)(6) 2020, the infusion was stopped immediately after the patient was found leakage at the catheter tube. After the patient agreed to replace the indwelling needle, the infusion was successfully completed.